Manufacturer narrative:
Two components were returned for evaluation: the field generator was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. It passed the accuracy test and flexing the cable did not indicate any intermittent opens. The field generator was found to be fully functional with no problem found. The second component (axiem unit) would not navigate. In the ent application the axiem box tab was switching between red and green status. Em interface showed switching between connecting and connected. Diagnostics showed red status with error "axiem emitter memory error." The hardware investigation found that the reported event was related to a hardware issue with the axiem unit. This issue was documented in a medtronic navigation hardware anomaly tracking database. A medtronic representative reported that replacing these parts resolved the issue.

Manufacturer narrative:
Part return has been requested. A replacement field generator and 4-port control box have been provided to the customer. On-site troubleshooting was performed, and the field generator replaced. This did not resolved the issue, thus the shipment of the 4-port control box. No additional information is currently available.

Event description:
A medtronic representative reported an inconsistent ability to track instruments with an em (electromagnetic) navigation system. Tracking could be restored following a system reboot, but was subsequently lost again. Re-seating the emitter connection was able to restore tracking to allow the procedure to resume. This was discovered while a patient was present, but the patient was not impacted by this event. No further details provided.